Event description:
Rptr had a vaginal hysterectomy. Shortly after surgery, rptr started to hemorrhage internally and was taken back to surgery for a laparotomy. Dr informed her that the staples he used let go in the middle of the suture line and perforated an artery. MFR was notified of the problem with the staples through sales rep. The staples and stapling device were returned to the company for analysis. A report was also filed with the FDA.